Event description:
It was reported that the pt has reported a decrease in speech understanding after she underwent a procedure to remove concretions of wax. This decrease in understanding does not improve with any alternative fittings. Testing shows that there is damage to the electrode array between electrode 6 to 12.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.